Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked through the cap during the injection. The following information was provided by the initial reporter, translated from french: "we have a problem with reference 393222 (venflon por safety 22g), there is a leakage through the cap when injecting through the injection site for lot1274662p01"

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. From the photo, a 22g venflon pro safety product with blood leakage from the end cap was observed. However, the end cap defect could not be seen clearly from the photos returned. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the returned photo, the probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. CAPA 4710247 has been initiated to address this issue.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked through the cap during the injection. The following information was provided by the initial reporter, translated from french: "we have a problem with reference 393222 (venflon por safety 22g), there is a leakage through the cap when injecting through the injection site for lot1274662p01."